Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient had an episode of falling and not remembering it. It was stated that the patient has symptoms of altered mental status sporadically. The hcp inquired what the dose of the pump was and what the drug the patient was receiving was. The hcp was concerned the pump could be contributing to these symptoms. No interventions were taken at this point. It was noted the patient was an inpatient at the hospital. The event date was asked, unknown (for some time). The managing physician was contacted and information to page a manufacturer representative was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.